Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the machine displayed fluid loss alarm, and hot saline was noted to be leaking from the patient's cervix, causing a small vaginal burn. The burn was not classified by the physician although it was stated that it involved only the external anatomy of the patient. Additionally, it was reported that there was no indication of overdilation and the sheath was not excessively moved during the case. The procedure was aborted due to this event and the patient's condition was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.